Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears, and they acknowledged this guidance.